Event description:
It was reported that tip fracture occurred. The patient was presented with a liver cancer. A 200cm x 10cm fathom -14 guidewire was selected for use in a transcatheter arterial chemoembolization (tace) procedure. During the procedure, resistance was noted in advancing the guidewire and it became severely stretched. When withdrawn, it was noted that the tip of the guidewire was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).